Event description:
Smartplugs inserted in pt (B)(6) in (B)(6) 2006. After six months the pt presented with dacryocystitis in one eye and was referred to an oculoplastic surgeon who removed the plug. The pt underwent surgical removal of the smartplug in the second eye in (B)(6) 2007. All info was obtained from primary dr. No further info could be obtained from oculoplastic surgeon. The smartplugs have been removed and no longer present a risk to the pt. This case is closed. No add'l info can be expected.